Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. The customer reported damage to the spring and metal in the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump was received with blank display due to broken battery tube wire. Unit had cracked reservoir tube lip.